Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The motion batteries were not charged. The motors charger board was not charging motion batteries. No voltage was present on the charging side of j7. Replaced motors charger board and motion batteries. Performed a system check, system is operational. The charger board has been returned to the manufacturer, although analysis is not yet complete. An electrical failure mode was confirmed, with the motor charger board being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system image acquisition system (ias) unexpectedly shut down. It was reported that shortly after the system was fully booted up, the ias shut down. The system had reportedly been charger for greater than 24 hours prior to this event. The batteries were not holding a charge. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned motor battery charger board confirmed that the reported event was related to an electrical issue. Visual inspection of motor battery charger board confirmed the board had been subject to electrical overstress in several areas. Due to the condition of the board, neither fixture or system testing were performed. The reported event was confirmed.